Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Additionally, it was reported that the battery gauge was fluctuating, and the insulin gauge was inaccurate. Customer's blood glucose level was 170 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.